Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Event description:
The customer reported that he obtained blood glucose readings of 495 mg/dl and 78 mg/dl with the contour® next gen meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. The customer declined to receive the replacement meter. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour® next gen meter, serial # (B)(6), and no manufacturing anomalies were found.